Event description:
This event is being reported to the FDA as a part of proactive quality plan undertaken by transmedics inc. The reportable malfunctions under this quality plan represent <0.2% of all ocs transplants. During setup customer reported inability to change maintenance solution aop to auto mode. Transmedics technical support team diagnosed that the heart perfusion module (hpm) wasn't making good contact with the console. The user was instructed to disconnect the hpm to clean the contacts on the console. It was reported that at the moment of disconnection, blood leaked from hpm. Due to the donor location in hawaii, the organ was turned down since the location was too far away for cold storage preservation. The module was not returned to transmedics. The root cause of the reported condition could not be determined since the physical device could not be examined. The received photos showed the tube that goes from the blood reservoir to the pump head was disconnected, which likely happened when the user tried to take the module out while it was full of blood. The poor contact between the module and console may be related to maintenance of the system.